Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. Despite the damage observed to the soft cannula, fluid was able to flow down its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient administered boluses.